Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit displayed inflation failure, the pump was immediately replaced with other spare equipment and no failure occurred. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse replaced the safety disk to resolve the issue. The unit passed safety and functional tests and was returned to the customer for use.

Event description:
N/a.